Manufacturer narrative:
(B)(4). Add'l device placement is addressed in the provided IFU. Endoleaks are addressed in the provided IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. W/o add'l info or imaging we are able to comment on the pt's suitability for evar or possible contributing factors. Placement of a zenith main body extension resolved the endoleak. At this time there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The procedure was conducted as labeled. The physician did coiling the left iia and placed the contralateral leg over the left iia. The physician did angiography and recognized the proximal type I endoleak. The physician did ballooning, but it could not be resolved. So the physician placed the esbe and there was resolved. Finally the physician placed the zvl for prevention and ended the procedure. No adverse consequence to pt was reported.